Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding the patient's implantable neurostimulator (ins) for non-malignant pain. Information was reported that the caller stated the patient is in the ICU and is needing a brain MRI, but wants to know if the patient is eligible as the ins was removed, but the lead is still implanted. The caller confirmed the ICU visit and MRI are not related to the patient's ins. The caller reported the patient's ins was removed because it did not provide the level of service that the patient needed. "The therapy issue started probably within two months of implant". The caller also stated that the patient's ins was removed because it was implanted on the "belt line" and was "miserable and uncomfortable" for the patient. No further complications were reported. No additional patient symptoms were reported.